Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke outside of the pt during cleaning at 79,905 joules. Per the customer, the procedure was completed with turp. No pt injury was reported.